Event description:
On (B)(4) 2012 customer reported a leak inside the hmx al instrument. It is unknown if the leak was contained within the unit. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found that pinch valve 21 (pv21) was sticking. Fse replaced the pv21 actuator and verified the repairs per established procedures. This resolved the issue and no further leaks were reported.

Manufacturer narrative:
(B)(4).